Event description:
Air accumulation in the blood path of oxygenator & arterial line after o2 & air mixing assemble was turned off. Blender was sent for inspection & found to be functioning normally. Blender sent back to co for certification.